Event description:
It was reported that the patient with a ventricular assist device (vad) experienced ventricular fibrillation (vf). The clinician reprogrammed the device. Following an unsuccessful second shock, tachyarrhythmia therapy was turned off, the device programmer froze, and became unresponsive. Therapy was delivered through completion, and upon restarting the programmer, the tachyarrhythmia therapy was found to be off. There were no adverse events to the patient.